Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting alarm delays. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was being used to create a treatment plan for respiratory assist. The device was swapped out with a different device. No impact nor medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device is having an issue with the alarm delays. The customer stated he set the lipt to 5 seconds, and when he disconnects the patient circuit it takes about 15 seconds to alarm. He tried a different unit with the same settings, and it took about 5 seconds to alarm. Recommended to perform the performance verification test and provide back the results. Customer performed the performance verification test, and it passed successfully. Unit is back in respiratory for patient use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.